Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder activated initially, but then did not activate anymore. A new kit was used to complete the procedure. There were no pt effects. Product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (4) 2010, for investigation. A visual inspection revealed that the tri-heater assembly was slightly bowed; otherwise there were no signs of usage. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)